Event description:
It was reported that the ventilators touchscreen was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the liquid crystal display (lcd) the repair is still pending completion. Reportedly, the lcd went out during service. The unit is pending repair.

Manufacturer narrative:
Per the authorized service personnel (asp) the repair was not completed due to parts are on back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management (pm) (pic firmware 1.20) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The authorized service personnel (asp) was able to diagnose the device and the v60 needs to have the following replaced: pcba, cpu (software 2.10). The system does not meet the specification for the performed service and is not returned to use. This is pending replacement of the cpu board.

Manufacturer narrative:
H10 of the previous follow up report should have stated the below: the authorized service personnel (asp) was able to diagnose the device and the v60 needs to have the following replaced: pcba, cpu (software 2.10). The field service engineer (fse) completed the cpu printed circuit board (pcb) replacement, and the software was updated to the proper version. Following repairs, the device passed all testing and was returned to service. The complaint will be processed for closure. If the product is returned or additional information is received the complaint will be re-opened and supplemental reporting will be completed.

Manufacturer narrative:
H10. The removed lcd was returned to the product investigation lab (pil). The fi technician installed the lcd into a pi ventilator to duplicate the reported issue. Visual inspection reveals no anomalies. The lcd is free of scratches or other damage. The lcd was tested, and the failure was confirmed. The lcd has lines and distortion covering the screen when powered on while delivering breaths. H11. Updated contact information and contact office entity.